Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during an explant of implantable pulse generator (ipg) due to elective replacement indicator (eri), the set screw got stuck to the wrench. Device was explanted and replaced. No patient complications have been reported as a result of this event.